Event description:
An attempt was made to use one resolute integrity coronary drug eluting stent (des) to treat a non-tortuous, severely calcified lesion with 70% stenosis located in the distal right coronary artery (rca). The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated with 3 balloons measuring; 2.5x12mm, 3.0x15mm, and 3.5x12mm, inflated up to 14 atm. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was tried to be implanted but it could not pass through the lesion. The procedure was not continued, only on plain old balloon angioplasty (poba). The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Kinks were evident on the hypo-tube and the device returned with a non-medtronic sheath and st ylette inserted. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.